Event description:
It was reported that this pacemaker exhibited low r-wave amplitudes resulting in t-wave and oversensing of the atrial channel. Device data was sent to rhythmcare for review. Data review determined the device recorded a atrial tachy response (atr) episode due to the observed oversensing. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.